Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited varying right ventricular automatic threshold (rvat) test results due to different capture morphologies. Further threshold test was suggested; no changes or interventions were performed. There were no patient consequences.